Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment data sheets related to this event. Both a clinical investigation and a plant investigation are in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
A registered nurse (rn) at the user facility reported a suspected optiflux dialyzer allergic reaction experienced by an end stage renal disease (esrd) patient on at-home hemodialysis (hd) treatments. On (B)(6) 2016, the patient underwent and successfully completed a routinely scheduled hd treatment. Following the treatment, the patient experienced an unexpected facial rash. No blood was lost during the hd treatment. Following this event, the treating physician ordered a change in dialyzer. Following the switch, the patient successfully completed treatment using the optiflux f160nr dialyzer assembly. No other medical intervention was required. The user facility reported that the patient is currently doing well and the rash appears to be healing. The patient continues to dialyze using the newly prescribed optiflux f160nr dialyzer assembly and has had no recurrence of the suspected dialyzer reaction. The complaint device is not available for evaluation by the manufacturer as it was discarded by the patient following the event.

Manufacturer narrative:
Additional information ¿ describe event or problem and concomitant medical products. Corrected information ¿ brand name, outcomes attributed to adverse events, model/lot#, device manufacture date, and PMA#. Manufacturing review: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and the lot met its release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions. Clinical investigation: the patient medical records were provided by the facility on june 29, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 18 pages of medical records, this (B)(6), male end stage renal disease (esrd) patient on home hemodialysis (hhd) treatments developed a ¿breakout¿ on his face following the hhd treatment performed on (B)(6) 2016. The registered nurse (rn) reported that the patient developed a facial rash not accompanied by any other symptoms one day following the hhd treatment. The patient¿s physician was made aware and placed an order for a change to the optiflux f160nre dialyzer assembly moving forward. No other medical intervention was required. On (B)(6) 2016, the patient underwent his hhd treatment using the f160nre dialyzer. The registered nurse (rn) confirmed that the patient did not experience a rash or any other type of dialyzer reaction following the treatment. The patient¿s medical records do not mention the occurrence of any rash or facial breakout during the actual hhd treatment. The patient reported the rash a day after undergoing a routinely scheduled hhd treatment. There is no documentation in the medical record which definitively states an association between the f160nr dialyzer and the adverse event. However, following the physician¿s dialyzer change order, the patient has had no recurrence of the facial rash.

Event description:
The registered nurse (rn) at the user facility was contacted via telephone for additional information related to this event. The rn was able to confirm the dialyzer product in use during the patient's hemodialysis (hd) treatment. The user facility's original report that the hd treatment utilized an optiflux 160nre dialyzer assembly was incorrect. The rn confirmed that the actual complaint device was an optiflux 160nr dialyzer assembly. The rn further clarified the rashes appearance noting that it was characterized by many red dots mainly on the left side of the patient's face. The patient was switched to the optiflux 160nre dialyzer assembly following the event and there has been no recurrence of the rash or any other reaction that could be associated with the dialyzer product.